Manufacturer narrative:
Investigation results: the returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an ipp replacement surgery due to fluid loss. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient could not inflate their device, because there was a leak in the system. The patient was reported to be doing well after the procedure.

Event description:
It was reported that the patient underwent an ipp replacement surgery due to fluid loss. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient could not inflate their device, because there was a leak in the system. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
(B)(4). Device investigation in progress.

Event description:
It was reported that the patient underwent an ipp replacement surgery due to fluid loss. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.